Event description:
It was reported that the ventilator failed per-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information the ventilator failed during pre-use check and replacement of pm kit containing the nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. According to the manufacturer¿s specification the nozzle units should be replaced during annual preventive maintenance or after 5000 hours of operation, whichever occurs first. Based on information provided by technician, the pm kit was not replaced during annual preventive maintenance or after 5000h. No device logs were received and the nozzle units were not return for further investigation. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to user not performing maintenance according to instructions.